Event description:
It was reported that when the device was used after a pancreatic cancer resection procedure, two hours after the first procedure, the pt suddenly began bleeing from the mouth, with low blood pressure and arrhythmia. Pt returned for a re-operation; found there is bleeding in 6'oclock position in anastomotic stoma. The cause is unk. The pt was fine after re-operation.